Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l1 bkp procedure in a patient diagnosed with compression fracture due to primary osteoporosis. It was reported that after mixing the cement, proper viscosity was achieved at 7 and a half minutes, allowing for the injection of cement. 1.5cc was injected on the left side, but when attempting to inject on the right side, the cement had hardened and could not be injected at all. A different cement and mixer were used to address the issue. The cement hardened to the point of being non-injectable within 9 minutes of mixing. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.